Event description:
It was reported that revision surgery was performed due to loosening 4 years after implantation. Since (B)(6) 2009, the patient reported feeling a straining pain in the hip. The patient also reportedly fell down the stairs on (B)(6) 2009.